Event description:
A 35mm amplatzer cribriform occluder was successfully implanted in 2008. In 2009, the device was surgically removed. The device was removed robotically, and the asd then closed with a bovine pericardial patch. The device was removed due to a recurrent cva and evidence of a recurrent shunt at the atrial level noted in 2009. The operative note does specify that the device was fully epithelialized; however, the lower portion of the device was not overriding the septum and was displaced to the right atrial side. The operative note also notes that there was a reaction to the tissues from the large device. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.

Event description:
The following was reported: "during the thrombectomy procedure when passing the number 4 fogarty the second time, it hanged up. The balloon would not deflate and; on retracting the catheter as we normally would, expecting the balloon to rupture and the catheter to come on out, the catheter came out without the portion of the balloon. The catheter tip and other portions seem to be intact but the balloon stripped off. The balloon was completely detached when catheter was pulled out of patient's body. The balloon was not recovered and its whereabouts could not be determined. Surgeon went back in and removed a thrombus but no balloon pieces could be found."

Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: the echocardiograms angiograms were provided for review. The pre-procedural tee showed a very complex atrial septum. It was thin, aneurysmal and with at least two defects. A third defect could not be determined. The defects were a fair distanced away from each other, as one defect was toward the av valve rim area and the other one was toward the svc rim. The procedural tee confirmed these findings. A 35mm aco was deployed and sandwiched the atrial septum on the aortic, superior, svc, posterior and ivc rims. The av valve rim was not captured because another asd was present close to the rim. The edge of the left atrial disc dislocated and migrated toward the right side, which resulted in a residual shunt through the opening. The angiograms demonstrated the orientation of the aco was not normal, which signified the aneurysmal nature of the atrial septum. According to aga's medical consultant, this patient's multi-fenestrated atrial septum was thin and aneurysmal with at least two defects present. Due to the distance between these two defects, two devices could have been utilized.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer cribriform occluder involved in this incident since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.